Event description:
The reporter stated the surgeon inserted an aa4203tl silicone plate toric lens in 2008, and the patient experienced increased astigmatism post surgery. The lens was removed on the following month, and a backup tretroflex lens was implanted. The post op bcva on fifteen days later.

Manufacturer narrative:
Secondary surgery - other, increased astigmatism.